Event description:
It was reported that the level 1 hotline low flow system (hl-390) was not alarming. The product problem was observed during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the pcb was damaged, the enclosure was heavily marked and stained, both covers were cracked, the line cord was worn, and the pole clamp handle was damaged. The investigator subsequently filled the tank with water, attached a temperature check fixture, plugged in the line cord, and turned on the power switch. The customer reported product problem (failure to alarm) was confirmed during testing. The product problem occurred because of the damaged pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The pcb was replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.